Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A review of the provided pictures could not confirm the stated failure mode. The medical investigation concluded that this complaint reports a revision of a journey ii xr left knee seven months post implantation. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Intraoperative pictures were provided for review. The impact to the patient beyond the surgery and recovery are unknown. The root cause for the ¿loss of range of motion¿ cannot definitively be concluded. However, the surgeon¿s suggestion of ¿scar tissue¿ contributing to the issue is very likely. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable causes of this event is likely excessive scar tissue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after manipulation under anesthesia it was decided to change from xr to legion due to loosing of motion.